Event description:
The physician was coiling a ruptured right mca bifurcation aneurysm which measured 15mm x 8.8mm x 8.7mm, with the penumbra coil 400 system. The px 400 microcatheter was positioned about 3/4 of the way inside the aneurysm with no access issues reported. The first coil selected was a 12mm x 35cm complex standard, which conformed perfectly to this multi-lobed aneurysm. The second coil selected was a 5mm x 9cm complex soft. The reason the physician stepped down so drastically in his diameter was due to the fact that the first coil looked so perfect and that he did not want to over pack the aneurysm since the patient was a rupture case. After about 20 percent of the 5 x 9 complex soft entered into the aneurysm significant resistance was encountered as the physician advanced the coil. The physician immediately stopped pushing on the pusher and immediately repositioned the px 400 inside the aneurysm to alleviate any tension built up in the catheter. Even after the catheter was repositioned, significant resistance was still observed. The physician then decided to withdraw the coil from the aneurysm and observed that he was not getting a one to one feedback when withdrawing on the pusher. It was then observed that the coil was detached. The physician then tried to use the pusher to push the remaining coil into the aneurysm but was unsuccessful. The physician had to use such a tremendous amount of force to try to get the coil out of the microcatheter that he actually bent the proximal end of the pusher. The physician then decided to remove the entire microcatheter out of the patient with the hope that the coil would be trapped inside the catheter, but unfortunately the catheter withdrew and the coil remained behind in the mca / ica. The physician then removed a snare from his inventory and was successful at removing the entire length of coil that unintentionally detached. The physician then decided to stop the procedure given the fact that the one coil deployed did an amazing job at securing the dome of the aneurysm where the point of rupture occurred.

Manufacturer narrative:
Device investigation: results: the coil is complete and intact with only minor damage from the snare removal process. The pusher pet lock is intact and in its normal undeployed state. The pusher assembly distal detachment tip (ddt) is missing leaving polymer and approximately 4 mm of pull wire protruding from the broken tip. The pusher/coil assembly is non-functional. Conclusion:the unintentional detachment of the coil noted in the complaint is confirmed. The cause of this detachment is the separation of the ddt from the polymer section of the pusher assembly. The physician felt significant resistance when advancing the coil and continued to feel the resistance after repositioning the catheter. Pushing against this resistance likely exceeded the tensile strength of the bond between the pusher assembly and the ddt, breaking the device and ultimately leading to the unintentional coil detachment. The pusher assembly tensile strength testing for this lot passed specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.